Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified; however, it is likely that a faulty main board led to the malfunction, resulting in the following issues: no image displayed due to horizontal lines, and a color bar is displayed on the monitor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center's color bar could be seen on the monitor. This issue was found during routine maintenance. There were no reports of patient hard or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. During onsite inspection with the field service engineer the cable and monitor were changed but the problem remained, so the processor was sent for further inspection. The device evaluation reportable finding was; there was no image only horizontal lines were visible due to defective main board. The additional device evaluation non-reportable findings were: flickering in image due to defective receptacle unit and the power switch had a crack and needed to be changed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.